Event description:
Procedure: lap gastric bypass. According to the reporter: the instrument was fired over the small bowel to close common lumen. Majority of the staples did not form and the anvil bent. The staples were noted to not form in a b shape. Some of the staples were removed, and then the surgeon over sewed the defective staple line. There was a delay in operating room time that was estimated slightly more than 30 minutes.

Manufacturer narrative:
(B) (4). (B) (4).